Event description:
The pt presented with right-sided limb ataxia and dizziness due to a stroke and imaging revealed the presence of an unruptured basilar artery aneurysm. A balloon catheter was navigated to the aneurysm. The coil was advanced to the aneurysm but the physician encountered resistance while trying to reposition the coil. Angiography revealed a significant contrast extravasation but there was no hypertensive response noted. The balloon catheter was inflated and four non-boston scientific coils were deployed resulting in the cessation of the extravasation. A CT scan revealed diffuse subarachnoid blood and no evidence of intraparenchymal hemorrhage. 50mg of protamine sulfate was given to reverse the heparin and platelets were transfused. An extraventricular drain was placed and there was some bloody cerebrospinal fluid but not under great pressure. A CT scan revealed subarachnoid blood and intraventricular hemorrhage. Fifteen days later the pt was discharged from hospital and a routine appointment one month later was neurologically intact. The physician related the ruptured aneurysm to the coil and the microcatheter.